Event description:
Pt's chief complaint: decreased level of consciousness, bradycardia, congestive heart failure device in question: mrl cardiac monitor/defibrillator/pacemaker. After initially capturing and successfully pacing a pt with bradycardia, the pacemaker ceased to deliver a pacing current. No pace spikes noted. Three advanced life support staff, familiar with the pacer were unable to troubleshoot the problem. The pt was repaced with another mrl several minutes later using the same cables, patches and settings. Enroute to the hospital, then pt went into cardiac arrest and later expired. Equipment history: this particular piece of equipment was serviced by mrl on 1/4/00- received on 12/10/99.